Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s high blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 207 mg/dl and low blood glucose level was less than 40 mg/dl and current blood glucose level was 207 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high and low blood glucose. The customer did experiences difficulty breathing, headache, loss of appetite, dehydrated related to the high and low blood glucose. Customer had using insulin pump system within 48 hours of reported high and low blood glucose event. Based on customer report customer does not allege pump was under delivering as well as over delivery. Troubleshooting was done for high blood glucose under delivery and low blood glucose over delivery. The customer treated for high blood glucose with the insulin pump and the glucose. The insulin pump will not be returned for analysis.